Event description:
The customer reported approximately 50 milliliters of fluid overflowed from the electrolyte injection cup (eic) involving the unicel dxc 600 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a piece of rubber from the tube caps lodged in the electrolyte injection cup (eic). The fse removed the piece of rubber and cleaned the cup. The issue was resolved and service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).